Manufacturer narrative:
The reported event of a premature device detachment was reported. As the plug and delivery cable are not components of the delivery system, there is no complaint against the amplatzer amulet delivery sheath. Gross morphological examination revealed no anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event is not attributed to the delivery system.

Event description:
After further review and investigation, previously reported information has been determined to be no longer reportable as there is no complaint on the amplatzer amulet delivery system.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2021, 28 amplatzer amulet left atrial appendage occluder (laao) was chosen for procedure. The 28 mm device was determined to be mis-sized due to the patients anatomy. The device was recaptured and exchanged for a 31 mm amplatzer amulet laao. The 31 mm device was prepared for use and inserted into the delivery sheath and partially deployed (the device lobe was completely deployed and the disc in the sheath). During the first attempt deploying the 31 mm device, it was too proximal. While pulling back the device into the sheath, the device suddenly/accidently detached from the screw/cable. The device lobe was still deployed out to of the sheath and was in an unstable position, in the orifice of the patients left atrial appendage (laa) and the disc of the device was in the sheath. Several attempts were made to "re-screw" the delivery cable onto the partially enfolded occlude which led to pushing the device forward and out of the sheath. In order to avoid a complete device embolization, a second sheath was used through a second venous access (second trans-septal puncture was made) and was inserted into the left atrium. The partially enfolded amplatzer amulet laao (disc still in the delivery sheath without a connection to the delivery cable) was stabilized with a biopsy tool and it was inserted through the second sheath. After several attempts, the delivery cable was finally re-attached onto the amplatzer amulet laao, fully recaptured and removed from the patient. The event led to a clinically significant procedural delay of 90 minutes. The patient remained hemodynamically stable throughout the procedure. After the detached device was recaptured, another amulet device was successfully implanted. The patient¿s status was noted as stable, discharged home with no consequences. No additional information was provided.